Event description:
A 2.25 mm diameter x 24 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal diagonal lesion. Lesion morphology was reported as moderately tortuous with 99% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sprint drug-eluting stent and deployed it; however, the stent was undersized proximally. A 3.0 balloon was inserted to post dilate the stent, but there was difficulty passing through the stent. The balloon was removed form the patient. A second balloon was inserted and inflated after which the physician stated that the stent appeared to be separated. A second endeavor was used to overlap the initial stent, with satisfying results. The patient's condition is satisfactory. Please note that this device is distributed outside the unites states; however, it is similar to the united states distributed product. The stent was implanted and remains in the patient. The delivery system was not returned for evaluation, therefore product analysis is not possible. Procedural images and notes provided from the account form the basis of the evaluation. The cd of the procedure was returned and reviewed. The endeavor 2.25 x 24mm stent was reported to have been successfully deployed on the distal end, but it appeared to be undersized, when deployed at 20 atm (4 atm in excess of the product rated burst pressure), on the proximal end. Review of the procedural images confirms that the vessel profile on the proximal end appeared larger than the distal profile. There was no evidence of stent separation post initial deployment. The stent was successively post dilated, initially with a balloon similar in length to the newly deployed stent (most likely the 3.0 mm balloon ) and then with a shorter balloon, most likely the 12mm sprinter balloon. The profile of the proximal end of the 24 mm stent appeared to become irregular, most likely due to the stent strut separation post the post dilation activities.

Manufacturer narrative:
Other, secondary intervention - other, stent appears separated - evaluation: cd evaluation.